Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4). Conclusions: conclusion not yet available, eval in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during vein harvesting procedure, the unit began smoking. The case was delayed by 3 minutes to replace the device. No known impact or consequence to pt. Product was changed out. Surgery was completed successfully.